Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the event was requested. If it becomes available, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 625-0t-32f, lot # unk, description: trident alumina insert. Cat # unk, lot # unk, description: 32mm alumina ceramic head. Cat # unk, lot # unk, description: screws. It cannot be determined which, if any of those devices may have caused or contributed to the pt's event.

Event description:
It was reported that, "ceramic on ceramic revision. They took out the shell, liner, head and two screws."